Event description:
The covering housing over the air diaphragm of the pump became detached from pumping chamber. Pt developed shock like condition and pulmonary edema. Returned to operating room MFR notified and began investigation.